Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail for a mitraclip procedure. The clip was able to grasp at a2p2 on the medial aspect of the flail. It was decided to deploy, as the grasp was sufficient. The clip passed first 'establish final arm angle' (efaa) check. Proceeded to remove the lock line, and after the lock line was removed, the clip had opened to approximately 100 degrees. The arm positioner was tightened, turned to neutral, the second efaa was performed, and the clip opened again. Proceeded to tighten the clip all the way and continue with deployment sequence. After the clip was deployed, it opened to 100 degrees. An additional clip was implanted. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked and clip open during efaa were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: four (4) fluoroscopic still images of the reported device were provided. The first two images show a similar instance in which the delivery catheter (dc) is slightly extended with the clip attached to the l-lock shaft. The view of the clip is angulated such that the clip arms and l-lock shaft are overlapping, making assessment of the clip arms challenging. The clip appears to be in a fully closed position of ~20°, indicating the images were taking after grasping and closure on the leaflets, prior to deployment (mechanical separation). It is unclear at which point in the deployment sequence (e.g., first efaa check, lock line removal, etc.) The images were taken. The third image shows the fully deployed clip (reported device) fully deployed and mechanically separated from the l-lock shaft. The dc is fully retracted against the steerable sleeve and it appears sleeve curves have been removed indicating the image was taken shortly after the clip was deployed. The position of the clip relative to the l-lock shaft and steerable sleeve was visually assessed using a simple geometric technique by placing a straight line through the center of the steerable sleeve, l-lock shaft and clip; this was conducted on both the pre-deployment image and post deployment image (prior to cds removal) for comparison. Figure 1 captures the assessment in which there is an apparent change in clip position / trajectory relative to the steerable sleeve post deployment (mechanical separation). It should be noted that this change described is not referring to the clip arm angle; rather, it is referring to the direction the clip is "pointing". This is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping & deployment may result in tension on the clip, resulting in clip movement post deployment. Based on the pre-deployment images provided, the clip appears to have a clip arm angle of ~20°. In the post deployment images provided, the clip arm angle appears to be ~35°. While these are estimations based on visual assessment with the naked eye and are not confirmed, there does appear to be some clip arm opening of ~10° - 15° post deployment. However, based on the images provided the post deployment clip arm angle change is not as severe as the reported "after the clip was deployed, it opened to 100 degrees [from 20°]". Based on the observed clip position / trajectory change post deployment shown in figure 1, it is likely excess tension on the clip due to a misaligned grasp strained the lock mechanism and potentially caused a delay in the lock settling. This resulted in an estimated arm angle changed of ~10° - 15° post deployment, ultimately holding at 35°. There was no cine provided that captures the reported failed efaa checks or subsequent troubleshooting maneuvers prior to deployment (mechanical separation). As such, no assessment or comment regarding these reported details can be made. Na.